Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately erratic and had black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 between 230pm-3pm. The patient reported blood glucose results of ¿157, 125 and 251 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with glipizide pills and metformin pills. It is not known if the patient made changes to her usual management routine. About 15 minutes after the start of the alleged issues, the patient claimed she felt symptoms of shaky, headache and sweaty. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. There was no indication of misuse. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.